Event description:
During a lobectomy procedure, the staples did not fire. The surgeon applied suture to correct the condition. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.